Event description:
It was reported that this right atrial (ra) lead fractured. It was successfully replaced with a non-medtronic lead. Other than surgical intervention, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).